Manufacturer narrative:
(B)(4). Pump passed the displacement, prime/a33 and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. Pump received with cracked lcd window and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring had crack. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.